Event description:
Philips received a complaint by the customer on the v60 indicating that the proximal pressure sensor autozero failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the proximal pressure sensor autozero failed. The customer stated that the unit alarmed for a proximal pressure sensor autozero failure while in use. The unit continued to ventilate the patient but was then removed without incident and no patient harm was reported. The error was confirmed in the event log. The remote service engineer (rse) then advised the customer to replace solenoid valves 3 and 4 as well as the flow sensor assembly to resolve the issue. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 30jul2024, 06aug2024, and 13aug 2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.